Event description:
It was reported that during a procedure, the console presented a diminished laser energy, causing not ablating tissue as it should. The physician reported the console presented low power. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During the evaluation performed of the console, it was identified the power output checks passed. The optics checking confirmed there was no damage found. The fse checked the beam image and quality, but no adjustments were needed, and the low output power could not be duplicated. No further issues were identified during service, and the console was confirmed to be fully functional. There were no console failures identified that could have caused or contributed to the reported. The low power allegation cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure, the console presented a diminished laser energy, causing not ablating tissue as it should. The physician reported the console presented low power. There were no patient complications.